Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced hyperglycemia also the insulin pump had frozen screen. The customer blood glucose level was 800 mg/dl. Customer stated that the insulin pump was stuck on the rewind screen and he cant get it to work. It will not rewind, it will not go to a different screen, it shows frozen. Customer declined to troubleshoot. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.